Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for intractable spasticity. The company rep reported that she was doing a catheter revision today on a legacy catheter. The company rep stated that the clear boots on the connecter piece came off during surgery. Additional information was received from the company representative (rep) stating that the catheter was opened not used. He attempted to attach the boots, would not attach.

Manufacturer narrative:
Continuation of d10: product ID 8578, serial#(B)(6), product type catheter product ID neu_unknown_cath, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.